Event description:
Potential non-capture and intermittent noise seen on home monitoring. Pacing threshold has trended down slightly in the last year. Full lead evaluation recommended. No adverse events reported. Lead remains implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Potential non-capture and intermittent noise seen on home monitoring. Pacing threshold has trended down slightly in the last year. Full lead evaluation recommended. No adverse events reported. Lead remains implanted. Should additional information become available, it will be added to this file.